Event description:
Caller reported that the pump battery would not charge despite using the correct equipment, including a tandem charging cable and wall outlet. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to try different wall outlets and adapters, but the issue persisted, leading to the decision to replace the pump. The pump was under warranty, and the caller was informed to use mdi as a backup therapy. The caller was instructed on how to put the pump into storage mode and return it with a pre-paid label, which was acknowledged.